Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation with approximately 54 ml of fluid in its reservoir. Visual inspection revealed no evidence of flow at the distal luer after the luer cap was removed. The reported condition was verified. Microscopic inspection of the flow restrictor revealed that the no flow was due to micro air bubbles blocking the fluid path inside the lumen of the glass capillary. The cause of the micro air bubbles was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multiday infusor was involved in a no flow incident. This occurred during patient infusion of fluorouracil. The reporter stated that the device was connected to the patient for five days but did not specify when during the therapy the event occurred. A new device from the same lot was then used with no issues encountered. There was no report of patient injury or medical intervention associated with this event. No additional information is available.